Event description:
On (B)(6), 2010, the patient had replaced a transfer set for the peritoneal dialysis (pd) treatment. However, on (B)(6), several cracks were noted on the light blue main body and the liquid could not be stopped even after closing the clamp. The tubing was used for 14 days. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.